Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in the event; therefore the cause of the event could not be confirmed, and the event cause could not be determined. There is limited information available and additional information has been requested, however no response has been received. Should additional information become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after placing the onyx in the shaker for 90 minutes, the catheter was placed and the physician confirmed the location of the onyx was abnormal. The patient was receiving onyx embolization to treat a cerebral vascular malformation. After injecting 0.23ml dmso into the liquid embolic system, there was no gel development after injection of 0.3ml of the onyx liquid embolic. Another 0.3ml was injected but no development. The patient's current status is well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.